Manufacturer narrative:
(B)(4). There were no reported device malfunctions, device was discarded by facility. No device history review was done as no information was obtained from device. There was no reported malfunction.

Event description:
A male patient had a totally thorascopic mini-maze on (B)(6) 2014. The ablation was being done in the oblique sinus with the coolrail linear pen device. As the coolrail was moved forward into the oblique sinus, the top of the device appeared to puncture the atrium. The incision was immediately enlarged to contain the bleed in the atrium and the puncture site was closed. The patient did recover and the information that was reported was that there was no transfusion.